Event description:
The event is reported as: the customer alleges that prior to pt intubation, the nurse was inflating the laser endotracheal tube with a saline solution to ensure the cuff was fully operable. Upon withdrawing the solution it was noted that 2 cc's of saline solution was still in the cuff and could not be drawn out. Intubation was attempted with the cuff partially expanded with the saline solution but the intubation was unsuccessful. Another size endotracheal tube was used for intubation which was successful. No report of a pt injury.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.